Event description:
It was reported that the surgeon was twisting the screw into the frontal sinus and the screw head disassembled from the rest of the screw. The surgeon was unable to remove the screw, so it was still in the pt's skull.

Manufacturer narrative:
Investigation in progress but not yet complete.